Event description:
Olympus was informed that at the beginning of a laparoscopic supracervical hysterectomy (lsh) procedure, the jaw (grasping section) of the device became bent while cutting. The intended procedure was successfully completed using another similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. During the evaluation a probe check was performed on the device and no anomalies were found as both switches were normal. A visual inspection noted that the teflon pad was found to be partially separated with char marks and lifted from the grasping section, exposing metal for the grasping section. The proximal end of the device was inspected under a microscope and found no damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and grasping section.